Event description:
It was reported that asymptomatic patient presented via merlin.net 2 separate transmissions with non-sustained rv oversensing due to post-paced t-wave oversensing and intermittent oversensing. Programming changes were recommended.